Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock was resistance. The ruby coil lp was then advanced through the introducer sheath without an issue. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the collateral of the internal iliac artery using ruby coil lps and non-penumbra microcatheter. During the procedure, the physician placed two ruby coil lps in the target vessel using the microcatheter. Subsequently, the next ruby coil lp was stuck and would not advance at all within its introducer sheath. It was also reported that the hospital technologist repositioned his hands in front of the friction lock of the ruby coil lp; however, the coil would not advance. Therefore, it was removed. The procedure was completed using a new ruby coil lp. There was no report of an adverse effect to the patient.